Event description:
The rptr stated that the mangum set is falling apart between the spike and the tubing, even without removing the set from the package. No pt injury or treatment was associated with this event.